Manufacturer narrative:
The following non-reportable malfunctions were found during device evaluation: objective and light guide lens chipped, plastic distal end cover scratched, bending section glue discolored, insertion tube wrinkled, scope cover deformed, metal contacts of the plug unit corroded, connector cracked, and bending angulation out of specification. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported, that the evis exera iii colonovideoscope nozzle is clogged by a black rubbery material. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Updated: h6, h10 corrected: g2, h4 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the air/water nozzle appeared to be a black rubbery foreign matter but otherwise could not be identified. The root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention of foreign material and the device reprocessing was confirmed to have been implemented in accordance to the IFU. The event may be detected by following the instructions for use section below: ¿- inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.